Manufacturer narrative:
E1: patient country: egypt. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set tape was not sticking on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with insulin pump.